Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. There was no accidental radiation occurrence. The filament error stops the emission of x-rays and requires a key to be pressed to continue producing x-rays. The system operates as intended.

Event description:
The customer reported the system displayed a filament regulator error. No pt injury was reported.